Event description:
From the information provided by the surgeon a patient was admitted for a planned surgery to fixate the adjacent level to a construct of getset surgical's implants inserted 1.5 years prior (fusion was achieved l5/s1). The surgeon intended to extend the construct by removing the current rod. This required removal of the set-screw. The break away tip on the t25 driver broke during the removal of the set-screw. The tip of the driver broke cleanly and the entirety of the tip was successfully retrieved with < 5 minute delay in surgery.

Manufacturer narrative:
MDR reporting as a result of FDA inspectional observation to submit and MDR report in the USA.